Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A site representative reported that the system was freezing after being used for long periods of time. Additionally, a beeping noise was observed. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the following parts were replaced: the power control board (pcb) controller, the pcb console, the x-ray relay control board, the umbilical cable, the flat screen display unit, the pcb battery charger 1 and 2, and the pcb motor battery charger. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. The part analysis was unable to verify the reported part failure. A software investigation was initiated to analyze the system's logs were it was found that there was a generator error. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the system was freezing after being used for long periods of time. Additionally, a beeping noise was observed. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.